Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge was performed and passed. Receiver boot was performed and failed due to receiver no images displayed/ black screen except backlight, receiver reset observed on incident date 08/15/25 in receiver log and no hw fault found in receiver log. Functional test results was performed and failed due to receiver no images displayed/ black screen except backlight, receiver reset observed on incident date 08/15/25 in receiver log and no hw fault found in receiver log. Functional test which failed is display pattern test. The log was downloaded and reviewed finding error related to complaint due to receiver reset observed on incident date 08/15/25 in receiver log. The allegation was confirmed. The probable cause was determined to be probable cause. No injury or medical intervention was reported.